Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was in the lcx with mild tortuosity, moderate calcification and 75% stenosis. The 2.5 x 15 mm voyager rx balloon catheter was dilated at 6 - 8 atm; however, the balloon ruptured due to calcification. The balloon catheter was replaced with another company's 2.5 x 15 mm balloon catheter. Another company's 2.5 x 18 mm stent was deployed and post-dilatation was performed using the other company's balloon. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident had moderate calcification, which could have contributed to mechanically damaging the balloon materials such that upon inflation, the balloon ruptured; however, without a returned device for analysis, a definite root cause cannot be determined.